Event description:
It was reported that during resection with a 90 degree cutting loop the porcelain tip exploded inside the patient.

Event description:
It was reported that during resection with a 90 degree cutting loop the porcelain tip exploded inside the patient.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The proximal end broke off and the cutting loop is still intact. The cutting loop is bent on the distal end where the ceramic area would be located. Further, the ceramic tip has a burn mark where it shattered away from the continuous flow resectoscope. Possible root causes of the reported failure are: due to the proximal end breaking off, arcing may occur; due to the cutting loop being bent, there is a possibility the ceramic tip making contact with the cutting loop; the ceramic tip may also have a fracture before use due to sterilization handling or improper storage. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.